Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter technical services (bts) regarding assistance with the home choice (hc) device, the patient's spouse reported the following: on an unreported date, the patient experienced peritonitis. During follow-up with the hp's spouse on (B)(6) 2012 the following was reported: the hp experienced abdominal pain and the spouse took the hp to the hospital approximately 3 weeks ago (exact date unknown). The hp was diagnosed with diverticulitis which caused the peritonitis (date of diagnosis unknown) and was hospitalized for 3.5 days. The hp was treated with (unknown) ip antibiotics for 2 weeks and has since recovered from the peritonitis. The spouse stated he is the one that does the pd therapy for the hp and he is aware that he needs to wear a mask and wash his hands, however on this particular day (date unknown) he was responding to the hp's complaint of feeling overfilled and was attempting to troubleshoot the machine and drain the hp so there was a mistake/touch contamination/ breach in aseptic technique. The hp is reportedly recovered.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The hp's rn refused to provide baxter with any additional information.